Event description:
It was reported that during a filter placement procedure, the filter allegedly failed to advance. It was further reported that the device was mistakenly deployed inside the sheath with two arms getting deployed and the filter was reported to be tilted. Post unsuccessful attempts to retrieve the filter, a catheter was used to correct the filter's position. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failures as no objective evidence was provided for review. A definitive root cause for the reported partial deployment, tilt and retrieval difficulties could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified in d2 and g4. H10: d4 (expiry date: 06/2023), h11: h6 (device), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2023).

Event description:
It was reported that during a filter placement procedure, the filter allegedly failed to advance. It was further reported that the device was mistakenly deployed inside the sheath with two arms getting deployed and the filter was reported to be tilted. Post unsuccessful attempts to retrieve the filter, a catheter was used to correct the filter's position. There was no reported patient injury.